Manufacturer narrative:
The axium coil (model: qc-2-6-3d lot: a261070) was returned for analysis within the introducer sheath. The axium coil was found to be inverted within the introducer sheath with the wavelock at the distal end. Blood was present within the introducer sheath. The axium pushwire was found to be broken at ~73.0cm from proximal end, and retained by release wire. The axium implant coil was found to be damaged within the introducer sheath. No damages or irregularities were found with the introducer sheath. The axium coil was not able to be pushed out from within the introducer sheath due to resistance. The axium implant coil tip od (outer diameter) was found to be 0.0110¿ which is within specifications (specifications: 0.0112¿ +0.001¿ / -0.002¿). The ID (inner diameter) of the introducer sheath was found to be 0.0190" (0.4826mm), which is within specifications (specifications: 0.47mm +0.03/ -0.00). No other anomalies were observed. Based on the device analysis, and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed. However, the customer¿s report of ¿coil stretch¿ could not be confirmed. As there were no issues reported deploying the axium coil prior to use, it is possible that the implant coil became damaged during preparation, or due to improper hubbing technique (over tightening of the rhv) subsequently becoming stuck during deployment. However, as there was an appearance of blood within the introducer sheath under tightening of the rhv can lead to blood back flow, and to difficulty during delivery subsequently damaging the implant coil. Regarding the damage to the axium pushwire, as the issue was not reported by the customer, it is possible the damage occurred during return to medtronic for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the coiling treatment of unruptured, saccular, right internal carotid artery aneurysm, this coil stuck inside the introducer sheath. It was reported that during introduction of the spring, there was a roughness in the sheath (application introducer) of the spring making the spring out of the way. There was no decoupling of the spiral from the tip of the implant introducer. Preventing the continuity of the procedure. The patient¿s blood flow was normal. No patient injury was reported. The coil was hydrated per the IFU. Different sizes of coils were used and patient treated. Coil was removed for evaluation, and was found to be stretched in its proximal third.